Event description:
The user facility reported that during a therapeutic bronchoscopy to remove excess secretions from the pt's airway, the bronchoscope advanced past the length of the endotracheal tube, and then became lodged at the distal end. The bronchoscope was damaged as the physician attempted to remove the bronchoscope from the endotracheal tube. The pt was extubated and then reintubated using a similar, but different, bronchoscope and smaller endotracheal tube. There was no pt injury reported, however the procedure was said to have been lengthened by approximately 20 mins.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Upon receipt, the insertion tube was noted to have separated partially at the grip, exposing internal elements. The device did not angulate appropriately due to a broken angle wire and coil pipe. The forceps passage was found restricted due to a crushed biopsy channel. The bending section cover and bending section mesh were stretched. The internal elements were twisted, and the image was dark due to damaged light guide bundles. The damage to the bronchoscope appears to have occurred as the physician attempted to remove the bronchoscope from the endotracheal tube. The cause of the bronchoscope becoming lodged cannot be conclusively determined, however inspissated pt secretions cannot be ruled out as a contributory factor. This report is being submitted as an MDR in an abundance of caution.